Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information, and the caller will reset the pump when ready and follow up if the issue persists.